Event description:
It was reported that during service and repair pre-testing the motor device had a "frayed cable". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional and visual assessment were performed and the device had a frayed cable on protective cap, a male pin is pushed in on the connector, and the motor created an error code on the console. Therefore, the reported condition was confirmed. This was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.